Event description:
A report was received that during the trial procedure, the patient had cerebrospinal fluid leakage. The patient went to the hospital, and the leak was stopped. No further information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm.